Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿when the t2 was knotted, t2 was deployed and t2 fell off.¿ t1 and t2 were returned attached to suture but freed from the device. T1 was ¿v¿ shaped which occurs with having been pulled back through tissue post anchor. The depth limiter was attached. The delivery curve showed no damage. The device repeatedly cycled and actuated as expected. The complaint was reported to be an issue with t2 during knotting. Please note: inadvertent needle twisting or over flexing whether temporary or permanent, can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure when the t2 was knotted, t2 was deployed. 30 minutes delay and a back up was available to complete the procedure. No patient injury was reported.